Manufacturer narrative:
Additional information: no intraocular lens (iol) was received. The original folding carton, original lens case, a blank implant notification card, patient stickers, and the direction for use (dfu) were received. Additional documentation was also received which the following fields were updated accordingly: section a2: age: 58 years. Section d10: concomitant medical products: emerald cartridge, lot: cm08128. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Asku. Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (incision enlarged & vitrectomy). Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) fully inserted into a patient's right eye and haptic came off, fully detached. The haptic issue was observed after insertion of the lens into the eye. There was an incision enlargement and a vitrectomy performed. The patient is recovering well, and the issue did not significantly interfere with the patient¿s daily activities. No further information was provided. The customer reported two incidents with the same eye of the patient; however, it is unknown which lens was attempted first. This emdr report is one (1) out of two (2). A seperate report will be submitted for the other incident.

Manufacturer narrative:
Corrected data: in review, it was noticed that the narratives for the codes "h6- health effect - clinical code 4581 and h6: health effect - impact code: 4625" were inadvertently not properly addressed in the section h10 of the initial MDR report. Therefore, the information has been corrected in this supplemental MDR report as indicated below: section h6- health effect - clinical code 4581 - no code available (incision enlargement). Section h6: health effect - impact code: 4625 - incision enlargement & unplanned vitrectomy. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.